Event description:
The toothbrush handle was charging while sitting on top of a box on an entertainment center in the bedroom. The charger started to spark and the box, it was sitting on caught fire. The customer and landlord put out fire with a fire extinguisher.